Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during basal. During troubleshooting with tandem technical support the customer performed a fill tubing and observed drops at the end of the infusion set tubing. The customer declined to remove the site for inspection. Additionally, the customer stated experiencing difficulty removing the cartridge from the pump the next day. The customer's blood glucose (bg) level was 250 mg/dl at the time of the reported events. The customer did not specify if the alleged difficulty removing the cartridge caused or contributed to the elevated bg levels. The customer delivered a bolus with the pump to address bg level.